Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump history showed multiple call service 078 alarms. During testing, the pump emitted a 078 alarm during the rewind step. The pump cover was removed and the motor flex was found to be not fully aligned in the connector. The motor flex was realigned and the pump was able to successfully perform the rewind, load, and prime steps with no call service alarms. Unrelated to the complaint, the keypad cover was peeling below the ok button. The display was dim and faded. The battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.